Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21096863 , model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having inadequate stimulation. It was noted that the patients lead had migrated due to non compliance. The patient underwent a revision procedure and was doing well postoperatively.